Event description:
During the procedure, the physician used a wilson-cook memory soft wire basket and a conquest ttc lithotriptor cable to crush a biliary stone. The basket wires broke during lithotripsy with the ttcl, but lithotripsy was successful with a soehendra lithotriptor cable used over the remaining basket wires. Prior to performing endoscopic mechanical lithotripsy, the outer sheath was removed from the extraction device. No injury to the pt was reported.